Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been failing and going into override mode due to dropped connections and an erroneous ip address. A field service engineer accessed the station, revised all network settings, and manually pinged dns server ip address. The fse then revised notes and dns server settings, redeployed the settings, and restarted the station. The customer confirmed that the station was fully connected to both dns servers and the override mode was no longer occurring. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.